Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the intermittent was short on the red status led. The status led was observed to be flashing green and beeping. This is due to a short circuit between the anode and cathode of the red status led resulting in leakage current to beeper bp1. The device was still able to deliver the test therapy sequence without fault during testing at heartsine.